Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was elevated; however, the value was not known due to not testing. The customer administered a manual injection to address bg level. It was confirmed that the customer had a back up pump and manual injections available as alternate insulin therapy.